Event description:
A hospital in (B)(6) reported via a distributor that the water inside an (B)(4) vented autofeed humidification chamber "had not decreased". This was found during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.